Event description:
It was reported that bd alaris texium closed male luer was leaking. The following information was received by the initial reporter with the following: it was reported by customer that when using the texium closed male luer ref: 10012241-0500 as part of our cstd. They have experienced leaking with the use of this product when they connect it to the smartsite needle-free valve for administration of chemo.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10012241-0500 and lot#: 25035343 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13mar2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.